Event description:
It was reported that the treatment caused a patient's frenulum to get pushed back behind the front two teeth and was painful. Their dds said the patient would have to get the frenulum removed or else it will drive the gap between the teeth to form again, plus cause infection.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.